Event description:
Meter name: one touch profile. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dizziness, tired. A pt reported they were not able to get a blood reading for a week. Their meter allegedly would only display not ok prompt. The result on their meter was not ok prompt. Customer was not tested on any other equipment. There was no treatment. No further info has been reported.